Event description:
It was reported that defective locking mechanism was found during use with bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "we experienced another issue with a safety on a blood collection needle. A medical assistant went to engage the safety and the safety "flew off". There was no injury that occurred and the defective product is not available as it was disposed of. Please let me know if there is additional information you need. 21g x 1-1/4 bd vacutainer eclipse blood collection needle. Lot # 9257035. Manufacture expiration date 8-31-24. (B)(4). ."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
The following is the change: g.2 manufacturing location: becton, dickinson & co., (bd).

Event description:
It was reported that defective locking mechanism was found during use with bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "we experienced another issue with a safety on a blood collection needle. A medical assistant went to engage the safety and the safety "flew off". There was no injury that occurred and the defective product is not available as it was disposed of. Please let me know if there is additional information you need. 21g x 1-1/4 bd vacutainer eclipse blood collection needle. Lot # 9257035. Manufacture expiration date 8-31-24. Ref# 368607."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective locking mechanism was found during use with bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "we experienced another issue with a safety on a blood collection needle. A medical assistant went to engage the safety and the safety "flew off". There was no injury that occurred and the defective product is not available as it was disposed of. Please let me know if there is additional information you need. 21g x 1-1/4 bd vacutainer eclipse blood collection needle. Lot # 9257035. Manufacture expiration date 8-31-24. Ref#: (B)(4)."